Event description:
Reference number (B)(4) event occurred in south africa. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin from the pump and insulin pen. No further information is available.

Manufacturer narrative:
Patient city: (B)(6) patient country: south africa.